Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10013364t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following. It was reported: "decitabine infusion was started at 1024 and checked by xxxx, rn. This rn went to get the patient a snack, upon return to the patient's room, this rn checked chemotherapy tubing and noticed small drips leaking from the secondary line on the decitabine tubing via the green texium attachment onto the top of the infusion pump. Infusion was stopped and charge nurse xxxx, rn was notified. Purple team notified and new orders were placed for decitabine infusion to be remade. Pharmacy notified of leaking and chemotherapy returned to pharmacy for inspection."